Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the following components were received in the return: catheter assembly with tether wires and sensor intact. Visual inspection of the hub was found to be normal. Visual inspection of the skiving portion of the catheter was found to be normal. Visual inspection of the sensor identified no exterior damage. The sensor was observed to be slightly lifted from the delivery system. Inspection of the length of the catheter observed a slight kink midway through the length of the delivery system. The results of the investigation are that there are no product anomalies identified that contributed to the event description. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
During the implant procedure, the left ventricular lead of the patients cardiac resynchronization therapy defibrillator was dislodged. The delivery catheter caught and dislodged the lead, causing a significant increase in pacing threshold. The procedure was cancelled. The patient experienced no adverse consequences. No additional lead revision procedure was needed, as stimulation was still possible.